Event description:
Event: (cc# 98-00181) the dr was unable to advance the iab into the sheath and the iab was removed. Another iab was inserted using a larger sheath. (Multiple event to customer complaint number 98-00180) the following was reported to datascope on 3/30/1998: the pt was brought to cardiovascular lab with aami. The iab was placed without using a sheath. Blood was noticed to be oozing around the insertion site. The balloon was removed and an 11 inch sheath was placed into the pt. At this time it was not possible to place the same iab through the sheath. The iab and sheath were removed. Another iab and larger sheath were used. When an attempt was made to pass the iab through the sheath outside the pt, it was unsuccessful. As a result of the event on 2/12/1998, a larger femoral hematoma formed at the insertion site. The pt was on heparin and was thrombolytic. The pt expired on 2/14/1998 from congestive heart failure. The pt's complications were a result of the iab event. [Event complications]: unknown-rpt'd 2/12/1998; femoral hematoma/death - rpt'd 3/30/1998. [Pt's current status]: expired - rpt'd 2/12/1998.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: -